Manufacturer narrative:
The onset of the patient's driveline infection was reported under MFR 2916596-2022-12576. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with worsening driveline infection and tenderness. Increasing purulent drainage was noted. The patient was treated with intravenous antibiotics. An incision and drainage procedure was performed which would be followed up with a washout and closure. A wound culture was positive for corynebacterium striatum. The patient remained hospitalized on IV antibiotics.